Manufacturer narrative:
No further information concerning this report is expected. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a field representative that this pacemaker and right ventricular (rv) lead exhibited a high out-of-range pace impedance measurement and oversensing. The physician plan to continue to monitor this patient. This rv lead remains in service. No adverse patient effects were reported.